Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the previous week they had to turn stimulation off for an unrelated foot surgery and when they went to turn it back on they were not getting bladder relief like they were. When they went to stand up, they totally wet their pants. They stated they had tried increasing on their current program and they felt it at their implant site. They had tried a few other programs as well and they were not getting any better results. It was recommended they follow-up with their doctor if the issue persisted.